Event description:
It was reported that the doctor operated on a patient that had pain and significant cervical kyphosis on (B)(6) 2014. The patient had multiple cervical surgeries on unknown dates at outside facilities. The patient had a synthes zero-p va construct at c3-4 (appeared to be loosening in disc space and moving anterior), a synthes vectra plate at c4-c6, and synthes synapse 3.5mm rod system, at c3-t1. The first thing the doctor did was take out the anterior synthes zero-p construct and the synthes vectra plate. The doctor then flipped the patient prone, and removed the synthes synapse 3.5mm rod implants. Then the doctor reinstrumented the patient with synapse 4.0mm rod implants from, c2-t2. The doctor placed the new rods and connected them and significantly reduced the patient¿s kyphosis. The doctor then flipped the patient supine and performed a corpectomy at c3-4 and placed a synmesh cage. He successfully completed the procedure. None of the old hardware was found to be broken during the removal. There was no report of a time delay for this complaint. This report is for two unknown zero-p va screws. This is report number 2 of 9 for (B)(4).

Manufacturer narrative:
Unknown implant date. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.